Manufacturer narrative:
Adverse event: international medical device regulators forum (imdrf) adverse event reporting. (B)(4). MDR is addressing distal end caps(dec) model oe-a63, lot number 0011029 used with pentax medical video duodenoscope model ed34-i10t2, serial number (B)(4). MDR 9610877-2021-00101 is addressing distal end caps(dec) model oe-a63, lot number 0011029 used with pentax medical video duodenoscope model ed34-i10t2, serial number (B)(4).

Event description:
Pentax medical was made aware of an event that occurred in the operating room before use in the united states. The pentax medical sales rep reported that while on site on (B)(6) 2020, and in the operating room prior to the procedure and before a patient was in the room, the sales rep assisted trying to attach a distal end cap(dec) model oe-a63, lot number 0011029 onto pentax medical demo video duodenoscope model ed34-i10t2, serial number (B)(4). After hearing the dec click into place, the elevator control mechanism would not return to the neutral position, regardless of the position of the insertion flexible tube(ift). A second dec was tried from the same lot and also did not work as expected. A second video duodenoscope was brought into the room. Model ed34-i10t2, serial number (B)(4) was tried with two separate distal end caps(dec) model oe-a63, lot number 0011029. Neither of the elevator control mechanisms would not return to the neutral position. The demo unit endoscope was returned to pentax medical on 27-aug-2020. The distal end caps were not returned. On 23-apr-2021, a device history record(DHR) review for pentax medical video duodenoscope model ed34-i10t2, serial number (B)(4) was performed under ivai-21-040032, the DHR review confirmed the endoscope was manufactured on 05-feb-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 05-feb-2020. The investigation is in-process.